Event description:
It was reported that a trained physician attempted arteriotomy closure with the starclose device after an unk procedure. It was noted that when finished, the arrows lined up, the vessel locator wings prematurely retracted, and the device came out of the artery losing access to the site. Hemostasis was achieved with manual compression. There was no adverse event. No add'l info is available.

Manufacturer narrative:
This event has been identified as a malfunction. Abbott vascular has initiated a corrective action. The device was not returned and there was no lot info. We were not able to perform a device inspection or device history record review in this case.